Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that no predilatation was performed prior to the deployment of the first xience v stent. After deployment of the stent distally in a four month old graft vessel, a waist was noted in the stent. The stent delivery system balloon (sds) was inflated to 14 atm for ten seconds, at which time a small amount of blood was seen leaking from the middle of the stent, out of the side of the vessel. The second xience v stent was placed proximally to the first stent and an angiographic photo was taken. The photo showed that the small perforation in the distal stent was now a serious perforation. The sds balloon was inflated for two and a half to three minutes at the perforation site; however, this attempt to seal the perforation failed. A graftmaster stent was selected to treat the perforation and was able to be deployed successfully treating the perforation. The patient is reported to be well at this time. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-difficulty to deploy the stent can be affected by, anatomical morphology, disease state, predilatation strategy, and inflation technique. The lesion was not predilated, which may have contributed to the difficulty. The IFU states, "the vessel should be predilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." Perforation, as in the IFU, is a known adverse event associated with coronary stenting but not an indication of a product quality issue. Perforation can be influenced by, lesion characteristics, procedural technique, and device size. A conclusive root cause for the deployment difficulty cannot be determined.